Event description:
Trunk stock usage form received indicating vns accessory pack was used from representative's stock on 2/21. Surgery information was later provided. Date of surgery was (B)(6) 2023, pin re-insertion resolved the high impedance event. The suspect device is now changed to the patient's generator. No other relevant information has been received to date.

Event description:
It was reported that patient was seen with high impedance. Further information was received from the provider indicating that xrays were taken and sent to livanova but have not been received to date and that there was no trauma or manipulation that could have caused the event. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.